Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a detached downstream occlusion (dso) seal, and the pump's ehl showed a system fault 41622. The motor did not stop running and the pump alarmed error code 41622 during motor testing. The cause of the customer reported problem was the cam flex sensor was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the cam flex sensor and dso seal. The manufacturer representative updated software, reset the unit to standard configuration, and performed dso/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device had an error code ec 41622. The event occurred during testing, and there was no patient involvement.